Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a sleeve gastrectomy, the device wasn't able to fire the reload. Another reload and a manual handle were used to complete the case with no further complications. There was no injury or adverse event reported.